Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the perclose proglide instructions for use, single suture mediated closure (smc) device placement section states: deploy needles by pushing on the plunger assembly (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. Gently disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. Therefore the IFU deviation (steps executed out of sequence) contributed to the reported needle to cuff miss. The investigation determined the reported difficulties and subsequent treatment appear to be related to the IFU deviation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 2017- failure to follow steps/instructions. H6 device code 1430 removed.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 16f sheath hole prior to a thoracic endovascular aortic repair (tevar) interventional procedure. Reportedly, as the proglide was advanced into the vessel and the foot was deployed, the plunger was pulled out. The plunger was then pushed back and deployed; however, a cuff miss occurred. The sutures of two new proglide devices were successfully pre-placed. The tevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.